Event description:
A hosp in a foreign reported to a fisher & paykel healthcare rep that a pt became desaturated (despite increasing the flow rate), while on an rt329 infant breathing circuit. The fisher & paykel healthcare rep examined the rt329 infant breathing circuit and could not determine if there was possibly a leak located anywhere on the set-up. The hosp resumed treatment, but on non-humidified oxygen and the pt resaturated.

Manufacturer narrative:
The device is in the process of being decontaminated. The actual device involved in incident will be evaluated. Investigation still underway, no results to date. No conclusion can be made at this time.